Event description:
It was reported that the atrial lead dislodged one day after the ventricular lead placement. It was also reported that the atrial lead was sensing poorly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead in segments returned and analyzed.